Event description:
Event reported as, "the x-ray shows that the tubing of the vg band is broken. The band is floating in the abdomen." Follow-up findings: it is the tubing that is floating, not the band.

Manufacturer narrative:
Taper ii, medwatch sent to FDA on: 04/27/2009. The reporter of the complaint was asked to return the product for analysis. The explant surgery has not yet occurred and the device has not yet been received by allergan. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."